Event description:
During a routine dialysis fistula declot, a fogarty balloon was used (over the wire clot removal device). This device has a small balloon on the tip of the catheter that allows you to inflate and push the clot out. The tip of this device broke away from the catheter and fell into a pseudoaneurysm of the fistula, requiring a covered stent to be placed over that area to lock in the object. Stent placement was successful, additional efforts were made to retrieve the object and that was also successful. It was noted that the tip of the foley catheter had broken off and was lodged within a large pseudoaneurysm within the graft. At this point, we proceeded with stent graft across the pseudoaneurysm utilizing an 8 mm x 5 cm viabahn endograft. The skin overlying the pseudoaneurysm was then anesthetized with lidocaine, and a 1 cm incision was made utilizing a 15 blade. Utilizing fluoroscopy, the retained fogarty balloon fragment was removed in totality from the now excluded pseudoaneurysm. FDA safety report ID # (B)(4).